Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode. Recommendation for patients dependent and/or with 4 years or less battery longevity and concern for symptomatic mode change to safety mode to have prompt generator change. Patient dependent on pacemaker. Patient had generator change.